Event description:
A customer in the united states reported a quality control validation (qcv) failure associated with the mini vidas® analyzer. The qcv failure happened twice with section a slot 1 only. The 2 results were: 1st run tv1= 2.26; 2nd run tv1= 0.94. The customer reported the last qcv on (B)(6) 2016 ran as expected, and preventative maintenance was done last (B)(6). The qcv test performed as intended in that warning of a section failure was provided to the user, and the section could be placed off-line. The customer reported that patient results were affected. There is no indication or report from the customer to biomérieux that this error led to any adverse event related to a patient's state of health. The qcv results and retrospective data for analysis was requested from the customer. An internal investigation has been initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: the root cause of the qcv failure was a clog in section b slot 1. The field service engineer (fse) replaced the pump seals and cleaned the section b with the pump cleaner. After the cleaning, the fse performed a new pump tester : the result value in the section b slot 1 was conform, the clog was removed, the instrument was repaired. The fse performed a leak test and a qcv test in order to qualify the instrument. A retrospective analysis was done by the customer for all patient samples performed on slot 1 of the section b between (B)(6) 2016, (date of the last conform qcv) and (B)(6) 2016, (date of the qcv failure). As a succeeded control has been performed in the slot 1 of the section b on (B)(6) october 2016, the retrospective analysis has been done only between this date of control ((B)(6) 2016) and the qcv failure ((B)(6) 2016). The retrospective analysis showed that 15 patient samples results may have been affected. Customer stated that it was not possible to recover any of the patient samples for repeat testing but, according to the customer, results fit with clinical picture and no patient harm occurred.